Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the up and down arrow button kept getting stuck. The customer's blood glucose was over 200 mg/dl at the time of incident. The customer stated that the up and down arrow buttons would make the numbers keep going during bolus. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent upper arrow and lower arrow button response due to corroded keypad traces. No unexpected number scrolling during our testing. The insulin pump had minor scratched lcd window, scratched reservoir tube window, cracked battery tube threads and cracked reservoir tube lip.